Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 100-200 mg/dl. Reportedly, the alarms were cleared and insulin delivery was resumed. Reportedly, the pump supplies were in use for 4-5 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.